Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with the naked eye noted the bladder was ruptured with approximately 4 ml of the solution contained inside the housing/casing. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture and no signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A large volume intermate ruptured during a patient infusion. The intermate was filled with 40 mls of meronem (2 grams meronem diluted with 20 mls sodium chloride) and 235 mls of sodium chloride for a total infusion volume of 275 mls. At an unspecified time into the infusion, the bladder inside the housing ruptured. The cause of the rupture was not reported. The patient closed the clamp of the infusor as soon as the rupture was noted. As a result, the patient was unable to complete the entire dose as there was approximately 34-40 mls of the medication remaining in the device at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.